Event description:
Alarm of balloon pump was heard and blood was noted in the helium tubing from the balloon pump. The pt required emergent return to cath lab for removal and replacement of balloon pump. A 83 y/o male pmh cads, htn, ckd, dm2 hdl, hypothyroidism presented to (B)(6) on 5/3 via ems with cc sob. Cta chest: mixed alveolar/interstitial edema, small bilateral pleural effusions, negative for pe. Placed on bipap and adm to ICU at (B)(6). EKG sr lbbb, non specific st changes, trop I 2.920, 3.280. Cardiology consulted: nstemi echo: ef 22% severe aortic stenosis. 5/5 weaning hfnc and transferred to (B)(6). 5/6 bumex gtt and metolazone started. 5/7-5/10 pt orthopneic and unable to tol cardiac cath. Apid response for sob, on bipap 100% in distress and he was intubated and transferred to the ICU. 5/11. Cardiac cath: iabp placement with pabv and pacemaker 5/15 overnight blood appeared in balloon pump tubing and it began malfunctioning. Patient was stable, cardiology called and advised to stop argatroban and was taken emergently for balloon replacement overnight. Per interventional cardio note: 1. Successful pci/stent of prox lcx, transient slow flow. Ic adenosine given. 2. Cad with diffusely diseased lad/diagonal, not done balloon bump exchange. Pt returned to ICU post cath and remain sedated, intubated on mech vent.